Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During a stenting procedure to the iliac artery, it was reported that when releasing a smart control stent (12x80 120), it was found only half of the nominal stent length (12x40) was implanted. Therefore, another stent (12 x 80) was deployed. No report of patient injury. The product will be returned for analysis. The patient has been diagnosed with iliac vein compression syndrome, preoperative inspected and intraoperative angiography. The product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The target lesion vessel diameter was 8~10mm, the vessel length was 8cm and there was 70% stenosis and many collateral branch. The patient with iliac vein compression syndrome. The lesion was not calcified or tortuous. The delivery of the sds to the lesion was ipsilateral and the procedure used a retrograde approach. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent, however, it did have to pass through acute bends.

Manufacturer narrative:
Review of lot 17286308 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information received indicated that the stents were implanted. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during a stenting procedure to the iliac artery, it was reported that when releasing a smart control stent (12x80 120), it was found only half of the nominal stent length (12x40) was implanted. Therefore, another stent (12 x 80) was deployed.  No report of patient injury.  The target lesion vessel diameter was 8~10mm, the vessel length was 8cm and there was 70% stenosis with many collateral branches. The lesion was not calcified or tortuous.  The delivery of the sds (stent delivery system) to the lesion was ipsilateral and the procedure used a retrograde approach.   The patient has been diagnosed with iliac vein compression syndrome, preoperative inspected and intraoperative angiography.  The product was stored and handled according to the IFU (instructions for use).  The product was inspected and prepped according to the IFU.  There was nothing unusual noted about the stent delivery system prior to use.  The patient had iliac vein compression syndrome.  There was no difficulty encountered while advancing/tracking the sds towards the lesion.  No unusual force was used at any time during the procedure.  There was no difficulty or resistance noted while crossing the lesion with the stent.  The sds did not have to pass through a previously placed stent, however, it did have to pass through acute bends. Additional information received indicated that the stents were implanted. The product was returned for analysis. The product reported as smart control 12x80 was not returned; instead a smart control 10x80 as indicated on the ID band was returned.  Per visual analysis the device had been deployed and no stent was returned. No anomalies were noted on the product. Per dimensional analysis the distance between the brite tip and stop was measured and it was found that the distance was 83mm and within specification. A device history record (DHR) review of lot 17286308 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-ses/ incorrect length - too short¿ was not confirmed through analysis of the returned device as the device returned was not the device reported. The exact cause of the event could not be determined during analysis. In addition the dimensional analysis was within specification. Based on the information available for review, another device was returned instead of the reported product. According to the instructions for use ¿do not attempt to drag or reposition the stent, as this may result in unintentional stent deployment. Introduction of stent delivery system a. Ensure locking pin is still in place. B. Advance the device over the guidewire through the hemostatic valve and sheath introducer. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an introducer sheath for the implant procedure, to protect puncture site. An introducer sheath of a 6f (2.0 mm) or larger size is recommended. Slack removal a. Advance the stent delivery system past the stricture site. B. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the target stricture. C. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft, either outside or inside the patient, may result in deploying the stent beyond the target stricture site. Stent deployment a. Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target stricture. B. Ensure that the introducer sheath does not move during deployment.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.